Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the occlusion alarm frequently occurred during the administration in pib mode. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. It was assumed that the issue was caused by a blockage downstream in the route. The service history review had no indication that the complaint was related to a service of the device within the review period.